Manufacturer narrative:
Coaguchek xs serial number is (B)(6). The product has not been received for further investigation at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.

Event description:
There was an allegation of questionable results from coaguchek xs meter (B)(6).. At 10:35 am the meter result was 7.9 inr. At 10:37 am the meter result was 5.8 inr. The customer's therapeutic range is 2.5-3.5 inr.

Manufacturer narrative:
The reporter's meter was provided for investigation where it was tested using retention strips and retention controls. Level 1 testing results (qc range = 1.0 - 1.4 inr): qc 1: 1.2 inr. Level 2 testing results (qc range = 2.3 - 3.5 inr): qc 2: 3.2 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Customer's alleged result of 7.9inr on 26-feb-2026 at 10.35am was not observed in the meter's patient result memory. The customer's alleged result of 3.9inr on 02-mar-2026 at 5.30am was not observed in the meter's patient result memory.